Manufacturer narrative:
The customer reported that the unit would not fully power up. The device was evaluated at philips, but the reported symptom could not be duplicated. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the unit would not fully power up.